Event description:
The customer's mother called to report that her daughter was receiving a motor error alarm and vibrations on her insulin pump. The customer's blood glucose level at the time of the event was unknown. We advised the customer that we would need to do troubleshooting on the pump and to have her daughter call in when she was able to. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.